Manufacturer narrative:
Complaint no: (B)(4). The event occurred sometime between (B)(6) 2014 and (B)(6) 2014. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector had a valve gland that did not recess back after removing a syringe. This occurred during patient infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.